Event description:
It was reported that there was no telemetry from the device and that an elective replacement indicator was triggered. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.